Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a continu-flo primary set was melted. This was noted before use. There was no patient involvement. No additional information is available.